Event description:
It was reported that the patient experienced syncope. The lead exhibited capture and sensing failure which could not be resolved by programming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.